Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump has cracked case at the display window corners.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 189 mg/dl. The customer received multiple battery out limit alarms. Customer was instructed to insert a new battery and alarm recurred in less than 1 minute. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.